Event description:
On saturday, (B)(6) 2002 I received a used/refurbished philips respironics dreamstation 1, serial number (B)(4) as the replacement for my recalled dreamstation 1 (serial number (B)(4)) which is currently still under warranty and has 2925 hours of machine usage. The replacement dreamstation 1 has 7738.6 machine hours on it's circuitry and components, other than the replacement noise abatement chamber and blower. It was not cleaned: the exterior had multiple marks, smudges, dirt and debris on its casing, in its crevices, under the protective film on the display, palpable debris on the front button, a sticker on top that was not completely removed, and white flecks on the inside of the air intake seal. Philips respironics states on their recall website that "when we refurbish the affected devices with a new blower and air pathway, we also clean and disinfect them." The replacement machine I received was not cleaned or disinfected. To receive a very well used machine that was not completely cleaned and sanitary which has substantially more usage hours on the components and electronics responsible for controlling my therapy is completely unacceptable and is not an equitable replacement for a machine that is still under the manufacturer's warranty. I did notify phillips respironic's customer service department on monday april 4, 2022 of the condition of the replacement machine, but they did not offer any form of relief. As the agency overseeing this recall, you should be made aware of the unclean condition of the replacement machine I received from philips respironics and find it as unacceptable. FDA safety report ID# (B)(4).